Manufacturer narrative:
A visual analysis of the device found the shaft and pigtails calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ¿laparotomy and re-implantation of ureter + jj stent placement¿ procedure performed on (B)(6) 2014. According to the complainant a contour vl ureteral stent was placed in the ureter for a reconstruction procedure. There were no regular checkups conducted for the implanted stent prior to the scheduled removal date on (B)(6) 2014. On (B)(6) 2014, during the cystoscopy examination inside the bladder, encrustation was found all over the surface of the stent. The retrieval line was removed prior to implantation, therefore it could not be used as a removal method. Forceps were used to grasp the stent, however the stent was unable to be removed due to the encrustation. The stent was able to provide a little drainage, and removal of stent was rescheduled for (B)(6) 2014. On (B)(6) 2014 the patient underwent extracorporeal shock wave lithotripsy, to break down the encrustation. The surgeon then used a cystoscope to remove the stent. The stent was completely removed on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ¿laparotomy and re-implantation of ureter + jj stent placement¿ procedure performed on (B)(6) 2014. According to the complainant a contour vl ureteral stent was placed in the ureter for a reconstruction procedure. There were no regular checkups conducted for the implanted stent prior to the scheduled removal date on (B)(6) 2014. On (B)(6) 2014, during the cystoscopy examination inside the bladder, encrustation was found all over the surface of the stent. The retrieval line was removed prior to implantation, therefore it could not be used as a removal method. Forceps were used to grasp the stent, however the stent was unable to be removed due to the encrustation. The stent was able to provide a little drainage, and removal of stent was rescheduled for (B)(6) 2014. On (B)(6) 2014 the patient underwent extracorporeal shock wave lithotripsy, to break down the encrustation. The surgeon then used a cystoscope to remove the stent. The stent was completely removed on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent calcified. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.